Manufacturer narrative:
The investigation related to this event is ongoing. At this time, the available information is insufficient to determine a definitive root cause or whether the device contributed to the reported event. A supplemental MDR will be submitted to FDA upon completion of the investigation and when additional information becomes available.

Event description:
It was reported that a patient underwent a total joint arthroplasty of touch cmc1 prosthesis on (B)(6) 2025. Subsequently, the patient underwent revision surgery on (B)(6) 2026, due to cup loosening. Cup revision was attempted but could not be performed due to insufficient bone support; therefore, the cup and the neck were explanted and the surgeon performed a trapeziectomy.